Event description:
A customer reported an unknown system error during the use of the homechoice device. It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and functional testing were performed, and the device operated according to specification. An event history log review was performed with no evidence found of the reported condition. Initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device has been received and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition. The problem was verified in the event history log as a system error 1026. The cause of the reported condition was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.